Event description:
It was reported that the patient underwent a revision posterior spinal surgical procedure due to screw loosening. It was reported that during insertion of a new bone screw, the tip of the screw slipped and tore the dura mater. The dura mater was repaired. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.